Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the right eye of a patient in a secondary procedure owing to a refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
Date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection was performed. The returned sample was inspected at (B)(4) microscope magnification which is our normal inspection magnification. Visual inspection revealed surface residual (fibers/particles) adhered to optic body compatible with handling the lens in out of sterile environment. No other cosmetic defect was observed for the sample. Diopter measurement was performed by a certified operator according to the optical specifications. Lens passed the optical properties. No deviation was detected in the complaint lens. The diopter result corresponded to 21.5 as reported in the initial report. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.